Manufacturer narrative:
D3: corrected. D9: 2/28/2025. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was confirmed. The device was overheating due to a faulty pump. After replacing the pump, the device worked as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had continuous overheating issues. There were unknown patient harm or adverse events reported as a result of the event.